Event description:
It was reported that intermittent ventricular undersensing was noted on the right ventricular (rv) lead. No additional information was reported.

Event description:
New information indicates that the programming change was made to resolve the event of undersensing. The patient was stable with no adverse events.